Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a loud noise at the end of the draw and air leaking past the outlet stopcock of an orthopat machine. The customer checked multiple kits and ended up with same results. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device a major blood spill was found. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. Haemonetics (B)(4).